Manufacturer narrative:
The reported event that superior plate - decreased curvature variax clavicle 6 hole / right was found out of place after surgery could be confirmed, since the x-rays provided matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by incorrect choice of the plate size. From the x-rays provided it was possible for the clinical expert to assess that the plate chosen was too short for the present fracture. Consequently, with the lifting of the arm, as it was reported, the fracture become instable and the plate got loose. Note, as stated in the IFU: ¿warning implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patients¿ height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device not returned to stryker.

Event description:
On (B)(6) 2016, variax clavicle surgery was performed. The patient complained of pain and re fracture was found at the other position of the first fracture. The was revised with a longer plate to fix the fracture on (B)(6) 2016.

Manufacturer narrative:
The reported event that superior plate - decreased curvature variax clavicle 6 hole / right was found out of place after surgery could be confirmed, since the x-rays provided matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by incorrect choice of the plate size. From the x-rays provided it was possible for the clinical expert to assess that the plate chosen was too short for the present fracture. Consequently, with the lifting of the arm, as it was reported, the fracture become instable and the plate got loose. Note, as stated in the IFU: ¿warning: implant selection and sizing: the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. The correct implant size for a given patient can be determined by evaluating the patient¿s height, weight, functional demands and anatomy. Every implant must be used in the correct anatomic location, consistent with accepted standards of internal fixation.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
On (B)(6) 2016, variax clavicle surgery was performed. The patient complained of pain and re fracture was found at the other position of the first fracture. The was revised with a longer plate to fix the fracture on (B)(6) 2016.